Event description:
The physician intended to use an advanced aspiration catheter during a procedure to treat a lesion in an unknown vessel. The device was removed from packaging and prepped per IFU but not inspected prior to use. It is reported that during the procedure an unknown brand 0.014" guide wire perforated the catheter. No patient symptoms or complications were associated with this event. Evaluation summary: received for analysis was one export advance catheter coil wrapped in a bio bag with no original packing. As received the stylet is engaged in the catheter but not threaded on the hub. The catheter is kinked in multiple locations in the dual lumen and shaft. An in house .014¿ guide wire was inserted in the catheter confirming damage (hole) to the wire lumen. There is a perforation in the wire lumen at the very distal end 5mm from the tip. Also noted during analysis were fractured threads on the hub of the catheter.

Manufacturer narrative:
Results: it seems most likely that user handling when loading the guide wire into the advance catheter resulted in the catheter perforation. The kinks and damage to the threads of hub also most likely due to user handling. Conclusions: it seems most likely that user handling when loading the guide wire into the advance catheter resulted in the catheter perforation. The kinks and damage to the threads of hub also most likely due to user handling. (B)(4).